Manufacturer narrative:
E.1. Address was not located and (B)(6) was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 305932 , batch # 4066025. It was reported that the bd syringe 0.5ml 29ga 1/2in bls 400 sg safety mechanism was loose / spins freely. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. Nurse went to draw up insulin with syringe and the entire (white) safety piece came off the syringe. Lot #: 4066025c1.

Manufacturer narrative:
Imdrf codes must be updated.

Event description:
Imdrf codes must be updated.